Event description:
It was reported that the device reached elective replacement indicator due to suspected premature battery depletion. The device was removed and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found. Performance data was collected from the device and analyzed. Battery voltage was pre/approaching eri (elective replacement indicator). Weekly battery voltage trend data in save to disk file (B)(4) shows min bat=2..837 to 2.63 volts between (B)(4) 2012 is before device rrt <= 2.6251 volt.